Manufacturer narrative:
(B)(4). A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was detached. The dart is attached to the returned suture. The distal end of the blue dilator is torn where the suture detached. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an anterior vaginal repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke on one side. There were no patient complications reported as a result of this event attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.